Event description:
Additional information was received that during the valve implant, the medtronic introducer sheath (sentrant) blocked the delivery catheter system (dcs) from exiting the patient's body. It was noted that the valve was exposed by 10 to 15% of the delivery catheter system (dcs) almost to node 3 making capture and release impossible. When the dcs became bent, the exposed metal was believed to be part of the capsule structure. The valve was withdrawn within the dcs and introducer sheath and a dissection was observed in the left femoral artery. A medtronic guidewire (confida) was used during implant.

Manufacturer narrative:
Updated data: a2 a4 b5. Continuation of d10: product ID: gwbc30; product lot/serial number (B)(6); product type: guidewire; implant date na; explant date na product ID: sensh2028w; product lot/serial number (B)(6); product type: introducer sheath; implant date na; explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 image review: static images were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 85.9 millimeter (mm) with a perimeter derived diameter of 27.3mm suggesting a 34mm evolut. The aortic valve appeared to be significantly calcified with protruding calcium in the annulus extending to the left ventricular outflow track. A fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that the delivery catheter system failed to recapture the valve, and it became bent with exposure of metal. Intra procedural images were not provided for review therefore, it is not possible to determine the cause of the recapture failure and subsequent damage of the delivery catheter system. Images provided and added to this report show an undeployed valve that had been removed from the body, and significant damage to the delivery catheter system, including the internal part of the deployment knob, nitinol capsule, inline sheath, and an unknown exposed metal piece. Additionally, it was reported that the patient died because of the com plications reported. Cause of death cannot be confirmed. Conclusion as it relates the the concomitant device (gwbc30): the medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: medical safety reviewed the labeled adverse events of surgical intervention, perforation and death. Based on the information provided, the event of inability to recapture the valve treated with a surgical intervention that resulted in a perforation and subsequent death was possibly related to the valve or delivery system. Without further information why the valve could not be recaptured the relatedness cannot be determined. In this event, it was reported that the delivery catheter system (dcs) was unable to recapture the valve, which resulted in surgical intervention. During the surgical intervention, it was reported that a guidewire perforation occurred which resulted in a subsequent death. Vascular complications such as perforation are known potential adverse effects per device instructions for use (IFU) and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. Per the warnings in the confida IFU, the guidewire should not be pushed pulled or rotated against resistance, and the wire position should be monitored throughout the procedure for proper placement of the curve and distal tip. Without further information or imaging of this surgical intervention, a conclusive root cause of the guidewire perforation cannot be confirmed. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the reason for recaptures was the decision of the proctor and implanter to try to improve position of the valve.

Manufacturer narrative:
Updated: b2, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that, when the delivery catheter system (dcs) failed to recapture the valve, the dcs became bent and there was exposure of metal. Per the physician, the valve did not cause or contribute to the injury. Per the physician, the dcs caused or contributed to the injury. Per the physician, the sheath contributed to the injury by preventing exit of the dcs. Per the physician, the guidewire perforated the left ventricle. It was noted that the left femoral artery was used as the access site for the dcs and a vascular injury occurred in the left femoral artery. Per the physician, the valve can be excluded as a contributing cause to the death. However, the dcs cannot be excluded as a contributing cause.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) failed to recapture the valve causing it to bend. This prevented the valve from being extracted and caused "damage to the insert and exposure within the materials." Surgical intervention was needed to remove the valve, which led to a perforation and subsequent death of the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the recapture difficulty occurred on the third recapture. There were no difficulties noted during the first and second recapture.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images and nine static images were provided for review. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 85.9mm with a perimeter derived diameter of 27.3mm suggesting a 34mm evolut. The aortic valve appeared to be significantly calcified with protruding calcium in the annulus extending to the left ventricular outflow track. Fluoroscopy valve load inspection was performed and a misload was clearly visible by misaligned outflow crowns and not parallel to the paddle attachment. The paddle is visibly out of pocket and the capsule appeared to be curved. As stated in the evolut r instructions for use (IFU), if a misload is detected, unsheath the bioprosthesis and examine the bioprosthesis for damage (for example, permanent frame deformation, frayed sutures, or valve damage). Do not attempt to reload a damaged bioprosthesis; if no issues are found, a second attempt may be made to load an undamaged bioprosthesis. However, the catheter, ls, loading tray, and saline must be replaced with new sterile components. Do not load the bioprosthesis onto the catheter more than 2 times or after it has been inserted into a patient. However, the misload was not identified and the valve was attempted to be implanted. There is evidence of one recapture during deployment during which the delivery catheter system failed to fully recapture the valve and even tually the delivery catheter system became damaged. Subsequently, the partially deployed valve and the damaged delivery catheter system were removed from the body. There is evidence of guidewire damage. Images of the undeployed valve and delivery catheter system that were removed from the body showed significant damage to the delivery catheter system, including the internal part of the deployment knob, nitinol capsule, and inline sheath. Furthermore, there was damage to the guidewire. Additionally, it was reported that the patient was converted to surgery and subsequently died because of the complications reported. Evidence supports that the inability to recapture the valve and the subsequent damage to the delivery catheter system were caused by the undetected misload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.